Event description:
In 2006, a home patient contacted baxter's technical service center and reported a system error 2240 alarm during the final dwell cycle. The technical service representative assisted the home patient in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the initial call. The patient's nurse stated the home patient expired due to septicemia and congestive heart failure. The patient died in 2006. Baxter's medical director has concluded that the patient died as a result of septicemia and congestive heart failure. It is possible that if the patient had peritonitis it could have been related to an issue with a set that was used, because the patient experienced a 2240 alarm in 2006. This would be less likely to be the cause of the peritonitis if the peritonitis were diagnosed in march of 2006. If, however, the patient was diagnosed with peritonitis within the week following the 2240 alarm, there is no way to exclude the set as ultimately causative to the patient's septicemia.

Manufacturer narrative:
Baxter's medical director's medical assessment. The patient died as a result of chf and septicemia (which may have been a result of peritonitis, although this history was not obtained). It is possible that if the patient had peritonitis it could have been related to an issue with a set that was used, because the patient experienced a 2240 alarm in 2006. This would be less likely to be the cause of the peritonitis if the peritonitis were diagnosed in march of 2006. If, however, the patient was diagnosed with peritonitis within the wek following the 2240 alarm, there is no way to exclude the set as ultilmately causative to the patient's septicemia.